Event description:
It was reported that the procedure was not completed. A 1.50mm rotapro was selected for percutaneous coronary intervention (pci). During preparation for the procedure, following opening of the burr from the box, it was noted that the burr malfunctioned. Consequently, the procedure was not completed due to this event. No patient complications were reported.

Event description:
It was reported that the procedure was not completed. A 1.50mm rotapro was selected for percutaneous coronary intervention (pci). During preparation for the procedure, following opening of the burr from the box, it was noted that the burr malfunctioned. Consequently, the procedure was not completed due to this event. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR: the complaint device was received for product analysis. The advancer, handshake connections, sheath, coil, burr and annulus were visually and microscopically examined. Inspection found that the coil was kinked and stretched at the handshake connection. Functional testing was performed by attempting to rotate the drive shaft, and the drive shaft was able to be rotated with no issues. The rotapro advancer was then connected to the rotapro control console system. When the knob switch (ablation button) was pressed, the device stalled and would not run due to the damaged coil. Product analysis confirmed the reported events, as the kinked and stretched coil prevented the device from rotating. No other issues were identified during the product analysis.